Manufacturer narrative:
Manufacturer's report date: 06/27/2013. Internal file no: (B)(4). The customer's report that the secondary backed up into th e primary was confirmed. Visual inspection identified no anomalies. Functional testing identified a faulty check valve. Supplier testing of the component revealed the presence of a clear particle, identified to be cellulose, between the housing seal and the diaphragm. The cause of the check valve failure is due to a cellulose particle found in the fluid path, which prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the cellulose particle was not identified.

Event description:
A carefusion clinical consultant reported that during a training session demonstrating the infusion set up, from the secondary line where she was simulating an antibiotic secondary infusion. There was no pt involvement therefore no pt harm or medical intervention occurred.